Manufacturer narrative:
The MFR has attempted to follow up with both the facility and distributor to obtain further clarification on whether the suspected leakage had involved the implantable infusion pump catheter or whether it had involved the vascular access device catheter; however, co's attempts have been unsuccessful. Based on the MFR's analysis of the device that was returned, the facility's report of "leakage from the catheter" was confirmed and appears to be due to a cut in the catheter which was introduced by a sharp object. No further details are available. This file can be closed. Note: should the MFR receive info which indicates that it had been the implantable infusion device catheter which was though to be leaking, then the MFR will again request that this catheter be returned for analysis and the MFR will reopen its investigation at that time.

Event description:
On 12/16/96, the MFR received a fax from its distributor detailing an incident which had occurred at a facility in their territory. The report states that a MFR's implantable infusion device had been implanted; howver, device "mechanical failure" occurred and the device was explanted and disconnected from the catheter. The catheter remained in situ in the gastroduodenal artery and a "port chamber" was connected to the catheter positioned subcutaneously to allow the continuation of chemotherapy using an external infusion pump. Following four months of chemotherapy via what is now an intra-arterial device, the pt experienced abdominal tenderness. An x-ray was performed which revealed leakage from the catheter and a possible fracture in the line. As a result, the device was explanted in 11, 1996.